Event description:
The customer reported an alarm and a constant tone during normal use. The screen was blank at the time of the call. Troubleshooting was performed, and the insulin pump screen was stuck after inserting a new battery. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with alarms and a frozen display followed by a constant tone due to a faulty component of the interface board. No blank display was noted.